Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report 3005168196-2017-02153:1.section b. Box 2. Outcomes attributed to adverse event.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Thrombosis is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported adverse event was an anticipated procedural complication. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-02152. The device was implanted in the patient.

Event description:
On (B)(6) 2017, the patient underwent a coil embolization procedure in the anterior cerebral artery (aca) pericallosal using penumbra smart coils (smart coils). During the procedure, there was thrombus formation in the parent vessel where a stent device was placed. The patient was given intra-arterial eptifibatide infusion. The event was resolved the same day, on (B)(6) 2017. The thrombus formation was adjudicated to be an adverse event with a definite relationship to the smart coil system and angiographic procedure.